Event description:
Pt from a clinical trial contacted dexcom technical support on (B)(6) 2011 to report that she had experienced a hypoglycemia-induced seizure, which pt states is a common event for her when in state of extreme hypoglycemia. Paramedics were called and pt was treated. Pt states that she was using acetaminophen at the time of the reported inaccuracy and wasn't aware of the fact that acetaminophen may affect the performance of cgm as it is listed in the user's guide contraindications. During her call to dexcom technical support pt reports she was doing fine.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.